Manufacturer narrative:
Per manufacturer's investigation results: the technical inspection confirmed the fault description reported by the customer. The cause of the fault described by the customer and our technical investigation revealed that the cable had been bent too sharply due to improper use during the refurbishment process or application, causing damage and a loose connection. This incident could have been avoided if a functional test had been carried out in accordance with the instructions for use prior to the intervention. Should new or additional relevant information become available, we will resume the investigation accordingly. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was an intermittent connection issue with the device. No patient or procedure involvement. No negative impact in state of health reported.